Event description:
Boston scientific crm received information that this right ventricular lead was confirmed dislodged. No adverse patient effects were reported and the physician indicated that repositioning would follow.

Manufacturer narrative:
Following receipt of additional information, this event will be further updated.

Manufacturer narrative:
Additional information received states the lead was successfully repositioned. The product remains implanted and in service with out further complications.

Event description:
--